Event description:
A consumer stated that her humidifier began leaking. As she was attempting to move the leaking humidifier, water spilled out of the unit which resulted in second degree burns on her right hand. She stated that she received medical attention at a clinic for these injuries. The consumer stated that she has been using this humidifier as needed for more than a year and it always had previously operated as designed until this occurred. The instructions for proper use contains a clear warning which states, "never tilt or attempt to move the humidifier while it is operating or filled with water. Unplug the humidifier before moving."